Manufacturer narrative:
One smiths medical cadd was returned for analysis in a good condition. During analysis, the reported customer's complaint regarding "cassette not attached properly" alarm was able to be duplicated. Several instances of this error or downstream occlusion error were entered into the log. This immediately points to the downstream occlusion (dso) sensor being faulty. In manufacturing utility (mu) mode the a/d converter for the dso was outputting more voltage than usual and when pressure was applied it would stick at full output momentarily. Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm for cassette not attached properly when the technician was trying to perform preventive maintenance on the pump. No patient was involved in this event. No adverse effects were reported.